Event description:
Overdelivery reported by co's affiliate. Report states: "not delivering drop rate properly. Solution (cytostatic) was infused in 4 hours instead of 24 hours program". The report indicates no side effect was experienced by the pt. No further info is available.